Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported after using bd totalys slideprep, cross-contamination was seen in the slides due to a clog in the instrument. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The complaint alleges the slideprep instrument (catalog number 491346 and serial number (B)(6)) had possible cross contamination. Customer reported instrument cross contamination and a possible clog occurred on a bundle tip. Customer noticed a clog and tried to clear the clog. After this, the techs were seeing cross contamination on every fourth slide in the same position, coinciding with the clog and where it was located. Service cleaned all bundles and adjusted the z max height, then customer performed a test slide run with no contamination visible. The instrument was turned back over to the customer for normal use. This complaint is not a confirmed failure of the instrument, and the root cause cannot be determined with the information provided. Review of device history record for this instrument is not required as this complaint does not allege an early life failure or failure at install of the instrument. Service history review was performed, and no additional work orders were observed for the complaint failure mode reported. No samples were expected to be received as part of this complaint, and therefore no samples were available for returned material investigation. Bd quality will continue to monitor trends associated with the failure mode described in this complaint.

Event description:
It was reported after using bd totalys slideprep, cross-contamination was seen in the slides due to a clog in the instrument. No adverse impact was reported regarding the patient or user.